Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced.

Event description:
During an in-clinic follow-up, backup (bvvi) was detected on the device which resulted in asynchronous atrial-ventricular rhythm. The device was explanted and replaced to resolve the event. The patient was stable.